Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "lower side", "side aches", "really big lump where the rupture is", "loss of appetite". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "rupture", "lower side", "side aches", "really big lump where the rupture is", "loss of appetite". Later the healthcare professional reported "capsular contracture, baker grade unknown". This record is for the right side. Device was explanted.